Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 733 mg/dl and had ketones. Insulin injections and correction boluses were used to address the bg level. The infusion set site and tubing were changed. The occlusions reoccurred. The customer went to the emergency room and was admitted to the hospital for the high bg and diabetic ketoacidosis (dka). Intravenous insulin and fluids were administered. The high bg and dka were resolved. A pump system check was performed. Multiple cracks in the cartridge were found and air was in the tubing. Although multiple attempts were made, the date of discharge was not provided.